Event description:
It was reported that the caller worked in urology and was trying to find the codes and reimbursement authorization information for a battery removal and replacement procedure the patient was going to have. The reason for replacement was that the implant was not working at all and the patient had urinary stress incontinence and urgency. It was noted that the patient was originally 5 years ago and they were just replacing the battery today. They did not know how long therapy had not been working.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# v435851, implanted: 2010 (B)(6); product type lead. (B)(4).